Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported deployment issue and jammed thumbwheel was confirmed. Additionally, it was noted that the sheath and a small piece of the outer member were separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a definitive cause for the noted and reported issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery with no reported tortuosity, calcification or stenosis. A 6f non-abbott introducer sheath was placed and a non-abbott guide wire was advanced across the lesion. Following pre-dilatation with a 6mm drug eluting balloon catheter, a 7.0 x 120 mm absolute pro vascular self expanding stent system (sess) was advanced to the lesion with no resistance. Part way through the deployment, the thumbwheel stopped working and the stent could not be fully deployed. The introducer sheath was advanced closer to the distal end of the sess. The sess with partly deployed stent were withdrawn successfully together into the sheath. Sess was easily removed and a new 7.0 x 120 mm absolute pro vascular sess was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.